Event description:
It was reported the patient experienced a loss of therapy after trauma. The patient fell about seven steps on the stairs. It was noted the patient was half sitting/laying when they fell. This occurred in 2012. The patient outcome after the event noted a hematoma at the implantable neurostimulator (ins) site. It was added the ins ¿may have¿ been tilted after the fall. ¿deviating current¿ results were noted. The lead did not seem to be dislocated when looking at an x-ray. It was unclear when this x-ray was taken. It was indicated the ins had been relocated from the right to the left buttock sometime after the fall due to pain the patient felt in their right leg. Since the revision, the stimulation felt different and was described as ¿not a real good stimulation¿ in the center of the patient¿s left buttock. The patient¿s device had been readjusted after this. After readjustment, the patient¿s stimulation was not in the same area as before. The stimulation felt ¿sharp or jolting.¿ it was further added the patient had trouble with ¿the icon¿ where they would switch the ins off and think it was on. It was noted that the system was still ¿in situ¿ and the patient was not receiving therapy. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).